Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer current blood glucose was 101 mg/dl. Customer changed set and treated high blood glucose with the pump. Customer is also stating that the reservoirs would not screw in correctly into the infusion set. Customer does not have the reservoir to be able to return or to be able to troubleshoot. Customer is stating that she has had to do 3 set changes. Customer was stating that she has been having issues for 2 months of high blood glucose. Customer was also stating that she was receiving no delivery alarms on her pump earlier so she did a full set change and it seems to be working fine now. Customer reports event was resolved by changing complete set of infusion and reservoir. Customer was stating that she has been having issues for 2 months of high blood glucose. The drive support cap appears normal. The insulin pump will not be returned for analysis.